Event description:
According to the reporter: the visiport was used and all devices did not perform properly. Port fired before it was used, that is the blade had deployed and could not be used .

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/13/2015.